Event description:
It was observed that during the device evaluation, the subject device (rigid video telescope) was found with distal fiber breakage, scratches on distal edge, cracks on side of video connector, break on light guide cable, and light transmission failed. There was no patient involvement.

Manufacturer narrative:
This supplemental report is being submitted to inform corrections in g3 and b5 of the initial report submitted and the results of the legal manufacturer's investigation. Corrections: g3 (aware date)- the correct aware date in the initial MDR submitted is 9/19/24 and not 9/5/24. In addition, please see section b5 for the updated event description. Based on the investigation results, the reported failures was attributed to component failure. However, the root cause of the reported issues could not be conclusively identified. Olympus will continue to monitor field performance for this device.

Manufacturer narrative:
The device was returned for evaluation and the reported issue was confirmed. Device evaluation noted distal fiber breakage, scratches on distal edge, cracks on side of video connector, break on light guide cable, and light transmission failed. A definitive root cause of the reported event could not be identified. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.

Event description:
It was reported, the camera head had broken external components. There were no reports of patient harm.